Event description:
The following report was reported: the balloon lost pressure. Manual pressure was held for 15 minutes. Procedure type diagnostic coronary vessel type: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).